Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The battery used at the time of the event was not returned as part of this investigation. The device was recertified and returned to the customer. Review of device log showed 32 minutes into the case, the log displays a low battery prompt. This is followed by a device shutdown warning, alerting the user that the device will power off due to a low battery if the power source is not replaced. Around one minute later, the log showed the user disconnected and reconnected a battery, likely indicating the point where the battery was replaced as described in the event description. The case end with a last power off event which indicates the device was powered off due to removal of the battery with no ac power connected. There are no faults or errors indicating that the device shut down due to a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and then it would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.